Event description:
During manufacturer review of the published abstract entitled (B)(6). It was identified that an unknown number of patients experienced "severe side effects" which were not specified. Attempts to the author for further information are in progress.

Event description:
All attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
(B)(6).